Event description:
The company received a report, there it was claimed that a hole was discovered in the pilot valve during pt use. Extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). Applicable 510k# for u.s distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.